Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed a visual/electrical inspection of the device components, which found cosmetic scratches on the touchscreen display assembly. The failure analysis (fa) lab duplicated the reported customer event during power cycle runtime routines. The touchscreen calibration was performed and passed. At this time, carefusion has determined the root cause is associated with an outdated touchscreen calibration due to improperly maintained device. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an unresponsive touchscreen display on this avea ventilator. The customer reported no known patient issue associated with this event.